Event description:
It was reported by a field service tech that the handpiece cord caused an attached device to run on its own during an on-site maintenance visit at the account. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece cord was received at the manufacturer for evaluation. It was confirmed that the cord has a damaged end. A follow-up report will be submitted if the results of the quality investigation require one.